Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the right atrial (ra) lead was not properly inserted into the header of the device. Surgical intervention was performed to reconnect the ra lead into the header of the device. The device remains implanted and in service.